Manufacturer narrative:
(B)(4).

Event description:
New information received notes that increased impedance measurements and insulation break were also observed on the rv lead.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was explanted and replaced due to increasing threshold measurements. Patient was stable post-procedure.